Event description:
It is reported that while inserting the screw, the screw fractured just under the head. The surgeon completed the surgery, leaving the threaded portion of the screw implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.